Event description:
Surgeon was using enseal device for more than one hour when suddenly he couldn't open the jaw or removed from the trocar. The surgeon had to pull out the trocar to remove the device from the patient's abdomen. On close examination, the jaw was clamped to a small piece of tissue and wouldn't open. There was no patient harm.